Event description:
Spacelabs received a report that a compact monitor model 91369 failed while in use on a patient by shutting off on its own. This occurred on (B)(6) 2015. No injury was reported as a result of this event.

Manufacturer narrative:
The product was inspected onsite by a spacelabs field service engineer. The reported problem was not verified. No parts were replaced. The unit passed all functional tests and was returned to service. There was no malfunction. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
A spacelabs field service engineer was requested by the facility to service the device. Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete. Placeholder.